Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. During the mapping portion of the procedure, the physician noted signs of effusion. The procedure was cancelled to perform a pericardial drain. The patient was kept for observation. No further information was provided.